Event description:
Pt's nurse from the nursing facility contacted lifecor customer support to report that the pt's monitor will not turn on. Support asked the nurse to verify both battery packs are sliding in correctly and completely. The nurse reported both appear to be connecting correctly but the screen remains blank. There is no tactile alarm, or the start up bonging alarms. Support asked the nurse to replace each battery pack on the charger. The nurse reported both the green fully charged led and the red flashing "battery pack fault" led are lit when either battery pack is on the charger. A replacement monitor, two battery packs and charger were sent for same day delivery.

Manufacturer narrative:
Device manufacture date(s): monitor 2003. Battery packs 2006. Battery charger 2003. Device eval summary: device eval of monitor, battery packs, and battery charger have been completed. The reported problem was confirmed. Monitor functioned normally. Battery charger was damaged from liquid spillage into the battery well and onto the connector and printed circuit assembly. This likely caused the unusual led illumination when either battery pack was placed on the charger. Battery pack functioned normally. Battery pack was rec'd with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. No adverse event resulted from the damaged charger and battery pack. The pt rec'd a replacement monitor, two battery packs, and charger.